Event description:
During the procedure the puncture needle was broken. The broken piece was retrieved. Changed the new one to complete the procedure. There was no report on patient injury. The following additional information was received via email from our affiliate on june 11, 2015 and summarized by a mitek complaint analyst; the procedure was a meniscus repair. The omnispan needle broke in the patient and was removed. A new one was used to complete the procedure. The procedure was not extended over thirty minutes due to the product failure. Photos of the complaint device have been received from our affiliate and attached to the complaint file.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms this complaint that the needle is broken at the middle. The damaged area of the needle was examined under magnification, and it was found that the needle breakage was a result of an excessive force that was applied on the needle causing the needle to bend with an angle beyond its intended design, and causing it to break. This failure can be attributed to the user technique and device mishandling. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the procedure the puncture needle was broken. The broken piece was retrieved. Changed the new one to complete the procedure. There was no report on patient injury. The following additional information was received via email from our affiliate on (B)(6) 2015 and summarized by a mitek complaint analyst; the procedure was a meniscus repair. The omnispan needle broke in the patient and was removed. A new one was used to complete the procedure. The procedure was not extended over thirty minutes due to the product failure. Photos of the complaint device have been received from our affiliate and attached to the complaint file.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
During the procedure the puncture needle was broken. The broken piece was retrieved. Changed the new one to complete the procedure. There was no report on patient injury. The following additional information was received via email from our affiliate on june 11, 2015 and summarized by a mitek complaint analyst; the procedure was a meniscus repair. The omnispan needle broke in the patient and was removed. A new one was used to complete the procedure. The procedure was not extended over thirty minutes due to the product failure. Photos of the complaint device have been received from our affiliate and attached to the complaint file.